Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is use error as the instructions for use state that the resolve locking catheter is not to be used in the biliary system. A review of the device history record and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a drainage catheter exchange procedure, the tip of the drainage catheter detached during the removal process and was left within the patient's duodenum. A computed tomography scan verified that the catheter tip had successfully passed through the patient's bowel with no additional consequence to the patient.